Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pin broke in half. The fractured piece was removed from the patient.